Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise. Subsequently, the lead was capped due to oversensing. The patient was doing well following the event.